Manufacturer narrative:
D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. D4. Catalog: unk_smart touch bidirectional sf. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation with a thermocool smarttouch sf (stsf) and the patient experienced pericardial effusion that required pericardiocentesis, drain placement and prolonged hospitalization. First, it was reported that the ngen monitor was not booting up. It was reported that there was a power button light on, and the lights on the ngen stand; however, the monitor did not turn on. The power cable was reseated and replaced. The power cable was connected to a different outlet and the issue persisted. They did not have another monitor to test with. The procedure continued with a smartablate generator. Then, it was reported that the patient had a pericardial effusion during the procedure. It was reported that the patient had a baseline effusion at the beginning of the procedure that was "very small, about 0.5 mm). They mapped the left atrium, but the physician then noticed the effusion started to grow. The physician measured the size of the growing effusion using the ultrasound system. A pericardiocentesis was performed, and about 600 mls of fluid was removed, and a drainage tube was left in place. The patient stabilized after the pericardiocentesis and reversal of anticoagulants. The patient was taken to intensive care unit for overnight observation, which was reported as not typical for a procedure.